Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced issue with infusion set on (B)(6) 2026 as the tubing connector was not secured properly which caused detachment. The patient replaced infusion set and resumed insulin successfully.